Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant blister came empty, without implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date and UDI . D9: device available for evaluation change ¿no' '. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative. An implant was not returned for investigation, however the package/vial was returned. See attached images 1-3 in the complaint. Visual inspection of the as returned product identified vial seal broken/open. Product was already removed from its outer packaging, coob could not be verified. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is unknown. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants (4869 rev 7-01/16) information identified: 'description' DHR review: DHR review was completed for the subject lot number (1242292). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Review completed utilizing keywords: 'incorrect component quantity' complaint history review: complaint history review was performed for the reported lot number (1242292) for similar event and no other complaint was identified. Post market trend review: april post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.